Manufacturer narrative:
The conclusion code no longer applies to this event.

Manufacturer narrative:
The device was received, but analysis is not yet completed.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that during a surgery sometime during the process of removing old lead and installing a new lead they noticed silicone cover over the set screw had fallen off. The self-sealing grommet was missing and fell off at the back table. The health care professional (hcp) decided to replace the implantable neurostimulator (ins). The ins was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.